Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the reason for the cracked screen was unknown. Customer¿s blood glucose was around 200 mg/dl. Reportedly, customer reverted to an old pump along with manual injections for insulin therapy.